Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. According to information received through the insulet customer service team, a nurse contacted insulet on behalf of a patient who had been transported to the hospital on (B)(6) 2026, for abdominal complications and was additionally found to be in hyperglycemia with diabetic ketoacidosis (dka). The nurse¿s primary inquiry was related to setting up the omnipod 5 system on the patient¿s parent¿s phone, as the patient¿s phone was no longer compatible. The nurse reported that the patient had been wearing the pod at the time of the event; however, the continuous glucose monitoring (cgm) sensor had failed, and the patient¿s glucose levels could not be corrected. The last known estimated glucose value (egv) was not provided. Reported symptoms included abdominal pain and elevated glucose levels. Treatment in the hospital included morphine and abdominal-related medications. Details regarding dka-specific treatment were not described in the report. The patient was hospitalized for four days and discharged on (B)(6) 2026. The patient¿s parent later confirmed they were not present during the event. No other details were documented, and multiple attempts to contact the reporter were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.